Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl and a "contusion" on their hand; cause was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer consumed carbohydrates to address the issue and an emt (emergency medical technician) administered glucose gel and provided "regular food like turkey sandwich and crackers". Customer went to the emergency room and was discharged the same day with the issue resolved and no permanent damage; no additional information was provided. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.